Event description:
It was reported that a malfunction alarm, specifically malf 12, occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset. The issue did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the malfunction reappeared, which they acknowledged and understood.